Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the heater line of a homechoice cassette and a heater bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during fill two of four. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that the bag connected to the red clamp line of a homechoice cassette had become disconnected and fell. The renal therapy service agent assisted the patient to end therapy, and advised the patient to start over with all new supplies or continue with manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.